Event description:
The customer reported that the soft-keys on the device are working intermittently. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the soft-keys on the device are working intermittently. There was no patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.